Event description:
It was reported that high, out of range, low voltage lead impedance issue and high, out of range, low voltage capture threshold issue was observed rv lead. Patient had a chest x-ray showing no lead dislodgement and there were enough slack in the lead. Upon fluoroscopy imaging the physician was unable to see the lead position in the subclavian area however the lead was seen behind the ra lead. Patient complained of having a stinging sensation and physician suspected this was due to the leakage in the patient¿s pocket. Lead was capped on (B)(6) 2017 and a new lead was implanted. The stinging sensation was resolved and the patient was stable post procedure.